Event description:
A consumer via e-mail stated that the brush head on their oral-b electric toothbrush fell apart in their mouth on saturday. No injury was reported. (B)(6) 2021 follow up via e-mail: the 73 year old consumer stated that the brush head separated into three parts - pin, brush and 'stalk'. No injury was reported.

Manufacturer narrative:
(B)(6) 2021 case update: the reporter informed the company that the product has been discarded.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
A consumer via e-mail stated that the brush head on their oral-b electric toothbrush fell apart in their mouth on saturday. No injury was reported. 25-aug-2021 follow up via e-mail: the (B)(6) year old consumer stated that the brush head separated into three parts - pin, brush and 'stalk'. No injury was reported.